Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot# p2f0186) egiauxl, egiauxl endogia ultra univ xl stapler (lot# p2g0552) unknown endo gia sulu (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the two staplers failed to staple the purple reloads and the handles had a cracked sound after deployment of only a few staples (5mm) fired. The devices had to be replaced by a powered stapler to resolve the issue. The surgical time was extended for more than 30 minutes. There was no patient injury.